Manufacturer narrative:
(B)(4). Concomitant medical products: kne-nexgen-femorals-unk, kne-nexgen-bearings-unk, kne-nexgen-patellas-unk. Procedural related complications are influenced by the type of surgery, patients pre-existing comorbid state, and perioperative management. Arterial damage is when there is an injury to an artery; could be blunt, penetrating or from an invasive procedure. It is known that upon closure of procedure, surgeon identified pulsatile blood flow from posterior knee. Vascular surgeon performed identification and repair of popliteal artery with graft. Multiple MDR reports were filed for this event, associated reports: 0001822565 - 2020 - 03428, 0001822565 - 2020 - 03429, 0001822565 - 2020 - 03431.

Event description:
It was reported the patient underwent a right primary tka 12 years ago. Upon closure of procedure, surgeon identified pulsatile blood flow from posterior knee. Vascular surgeon performed identification and repair of popliteal artery with graft.